Manufacturer narrative:
The reported events of device in backup mode, high pacing rate and inability to interrogate were confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was cut open to enable further testing and the battery was found below end-of-service level. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage, resulting in the reported event. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. This device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states.

Event description:
New information indicates allegation of premature battery depletion on the pacemaker.

Event description:
It was reported that the patient presented for a follow-up in clinic due to feelings of discomfort caused by unintended stimulation of the diaphragm muscle. It was noted that the pacemaker (pm) reverted to backup mode, and it also could not be interrogated. The pm was explanted and replaced. The patient was stable throughout the procedure.